Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause of malfunction: user had an inaccurate reference. Manufacturer contacted customer on (B)(4) 2016 in a follow-up call: customer states that she went to the dr. Yesterday ((B)(6) 2016) to get the results from her last lab test but she got the wrong copy of the lab results. Customer states that she will be going again tomorrow to get another lab test done so that she can compare the results from both meters. Manufacturer contacted customer on 05/06/2016 in a follow-up call: customer got the lab test done on (B)(6) 2016. Customer states that they told her the results by phone. The truetrack result 124mg/dl and the trueresults 103mg/dl. The lab results 115mg/dl. Customer states that her hemoglobin a1c result was a 6.6. Hematocrit range unknown. Customer states that she does not have the hard copy of the results. They only told her the results by phone.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from meter to meter comparison of 125 mg/dl received from truetrack meter and 94 received with trueresult meter. The customer's expected fasting blood glucose test result range is 102 to 125 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 124 mg/dl and 125 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2016. Meter memory not reviewed. The customer is concerned with the back to back test against the trueresult meter. The trueresult read 94mg/dl and the truetrack read 125mg/dl. Customer performed another back to back blood test and the trueresult read 86mg/dl and the truetrack read 124mg/dl. The customer will see her doctor on (B)(6) 2016.